Event description:
On (B)(6) 2012 the patient contacted animas alleging that the pump suddenly lost power and stopped working. The patient stated that she inserted a new battery but the pump would still not power on. The patient denied any trauma to the pump or water exposure. There was no reported patient impact as a result of the alleged malfunction. This complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
Follow-up #1 date of submission 06/04/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that rebooting had occurred which could not be duplicated during testing. There was no damage found to the battery cap or compartment. The battery cap was able to fully tighten with no yellow o-ring visible. The pump was exercised for 24 hours with no power issues occurring. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. .

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.